Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator/monitor indicating that the therapy delivery test failed. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a failure and the customer was advised that the capacitor needed replaced. A replacement part is being sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the capacitor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
H3 other text : device was evaluated over the phone by philips remote service personnel.